Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead dislodged discovered when the asymptomatic patient presented for a routine device check. There was no rv capture at maximum output and decrease r-wave sensing. The lead was removed and replaced. The procedure was successfully without adverse consequence to the patient.

Manufacturer narrative:
A partial lead with the distal tip measuring 49.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.